Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they expired on (B)(6) 2021 (manufacturer report number 2916596-2021-06567). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. This document lists all adverse events that may be associated with the use of heartmate ii lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital for right heart failure. A tricuspid annuloplasty was performed. There was not a causal correlation between this event and the left ventricular assist device (lvad).